Event description:
It was reported that the device didn't work. There was a 0 to 30min delay. No backup available. The surgery was completed free hands.

Manufacturer narrative:
The associated sureshot targeter was not returned for evaluation. However, pictures were provided. The stated failure cannot be confirmed based on the pictures. Our investigation included a review of the manufacturing records for the listed serial number which did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the device noted small cut on the cord. A functional evaluation was performed which confirmed the failure mode. This failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. Should additional information be received, the complaint will be reopened.